Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5111683. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a 'severe skin allergy' with a rash and infection. Prior to inserting the sensor, the patient cleansed the area with alcohol. On (B)(6) 2022, the patient developed a rash under the sensor patch which subsequently became infected with an open wound. On the same day the reaction was noticed, the patient went to a clinic and the doctor performed an incision and drainage and wound packing. The patient was prescribed wound packing treatments twice a week and oral antibiotic cephalexin 500 mg per day for 7 days. On (B)(6) 2022, the patient followed up for wound care and a different oral antibiotic trimethoprim 160 mg twice a day for 7 days was prescribed. At the time of the follow up contact with the patient, she confirmed the wound was 90 percent close to but not completely healed, and she was still seeing a surgeon. Although mentioned in the made report, no photos were received by dexcom for evaluation. No additional patient or event information is available.